Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received with compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. The pump was received with normal operating current. The pump passed self-test. The pump passed off no power test. The pump was received with minor scratched lcd window, loose drive support disk, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.